Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from meter memory. The customer's expected fasting blood glucose test result range is 75 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/16/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 124mg/dl (B)(6) 2017 12:00 am fasting:yes; 167mg/dl (B)(6) 2017 08:04 pm fasting:yes; 77mg/dl (B)(6) 2017 08:09 pm fasting:yes. 4:76mg/dl 01/12/2017 08:05 pm fasting:yes 5:137mg/dl 01/12/2017 08:05 pm fasting:yes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from meter memory. The customer's expected fasting blood glucose test result range is 75 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/16/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 124mg/dl, (B)(6) 2017 12:00 am, fasting:yes. A 167mg/dl, (B)(6) 2017 08:04 pm, fasting:yes. A 77mg/dl, (B)(6) 2017 08:09 pm, fasting:yes. A 76mg/dl, (B)(6) 2017 08:05 pm, fasting:yes. A 137mg/dl, (B)(6) 2017 08:05 pm, fasting:yes.